Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the tower door had failed and required maintenance. The customer was able to recover the storage space; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 was failed. The field service engineer (fse) identified an obstruction, as the door had been pressed in a manner that prevented the latch from releasing. The obstructing item was removed, and the medication was returned to the pocket. The customer then successfully recovered the door. The system functioned as intended after field service engineer repaired the device.